Event description:
It was reported that the lead had impedance measurements as high as 2638 ohms. It was also reported that the lead had a fracture very close to the connection with the implantable pulse generator (ipg). The lead was explanted. It was further reported that the patient developed a pocket infection and the ipg was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.